Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) device exhibited out of range shock impedance on right ventricular (rv) channel. Boston scientific representative had concerned about the 21hr daily lead measurement and 24hr device clock measurements, as no out of range measurements were noted. It is recommended to have patient perform patient initiative interrogation (pii). This device remains in service. No adverse patient effects were reported.